Manufacturer narrative:
One cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there were "cassette not attached properly" messages. The pump was ran in user and mu modes and a downstream occlusion sensor (dso) pressure test was conducted. The reported issue was able to be duplicated. When the dso was tested the alarmed tripped at 8.5 psi, below the minimum passing value of 9 psi. The dso was faulty and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed occlusion testing. The occlusion alarm would trigger at 3-4psi. There was no patient involvement.